Manufacturer narrative:
This report represents the 2nd sapien valve implanted. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, it appears that the cause of the 2nd valve cai was associated to the lack of an adequate ventricular flow post valve deployment and pacing. There was no allegation or indication that the cause of the events was associated to a malfunction of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00806.

Event description:
Per report, in a transaortic procedure post deployment, the 23 mm sapien valve position was 20:80 ventricular. It was believed the 1st valve was positioned 30:70 ventricular before deployment. Angiography revealed 3+ aortic insufficiency (ai), primarily central ai, but also paravalvular leak (pvl). The patient did not appear to recover from the pacing run due to the low ef of 25 % and the cai. She was extremely hypotensive, so vasopressors and epinephrine were given and CPR performed. Several shocks were delivered to convert ventricular fibrillation. CPR continued. A 2nd valve was prepped and deployed in a 50:50 position while the patient was in ventricular fibrillation. Following deployment, a shock was delivered to convert the rhythm. It appeared with angio that the valve was in an open position, due to lack of lv contraction and hypotension. The patient was put on cpb and the mini sternotomy was extended partially to allow for decompression of the heart. Iabp was placed in the lfa approximately 30 minutes later. The lv function improved over time. Echo revealed no ai once the blood pressure returned to baseline. The patient was left on cpb to allow her to recover and weaning began. The patient was transported to ICU still intubated to allow for recovery. Two days later the patient was in stable condition, her neurological function was reported to be intact, the patient was being weaned from ventilation and the valve function was good. Ten days post implant the patient died as a result of multi-system (kidney and lung) failure. As reported, the valve was performing well and the patient¿s death is considered unrelated to the valve.